Manufacturer narrative:
Olympus followed-up with the sales representative to obtain additional information. The sales representative reported that there was short circuit and open circuit error codes displayed prior to the referenced device breaking off. The device was said to have been inspected and noted to be intact following the error codes and reinserted in the patient. The device was said to have broken off near the proximal end of the jaw and fell in the omentum as the users pulled back the referenced device and opened the jaw following observing a probe damage error message on the generator. The broken piece was said to have been retrieved with a grasper. The intended procedure was said to have been completed. The device referenced in this report was returned for evaluation. The probe was found broken 13mm from tip. The teflon pad was melted, shredded, and there were char stains in the mid section. The device failed the probe check and displayed error code u509 when evaluated with olympus esg-400 and usg-400 generators. There were tissue build up between the wiper and jaws which caused restriction on the wiper. The consistency movement of the handle was fine. There was discoloration and scratches noted on the probe. The handle load, rotation knob torque, and switch function were operating appropriately. The device was forwarded to the original equipment manufacturer (OEM) for further evaluation. If additional information becomes available later, then this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure, the subject device was said to have broken off inside the patient. There was no patient injury reported.